Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial mlp-047904, reported or identified through this evaluation. The submitted log files contained no notable events or alarms, and the pump appeared to function as intended at the set speed. It was reported that the patient went to the emergency department (ed) with a flow of 1 liter per minute (lpm). The patient was said to be unresponsive and required cardiopulmonary resuscitation (CPR). Return of spontaneous circulation was achieved after an unknown amount of time. Initial interrogation showed high power with a flow of 0.2 lpm. It was later communicated that the patient was brought to the clinic only for a routine follow up on 03dec2025. There was no event of unresponsiveness requiring CPR or a visit to the ed that occurred. This event occurred with a different patient and is covered under the investigation (MFR. Report # 2916596-2025-07899). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information was provided on 22dec2026. It was stated that the patient was brought to the advanced heart failure clinic on (B)(6) 2025 as a routine follow up. There was no event of unresponsiveness requiring CPR or visit to the emergency room.

Event description:
It was reported that the patient was brought to the emergency department with a flow of 1 lpm, unresponsive, requiring cardiopulmonary resuscitation. Return of spontaneous circulation was achieved after an unknown time. Initial interrogation of history showed high power with flow of 0.2 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.